Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093031) on 06-mar-2020. The most recent information was received on 31-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of vaginal haemorrhage ('I also have spotting in between periods until a few years ago it didn't stop for over a month') and uterine polyp ('polyps were found on my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), furosemide (lasix) and sertraline. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), oedema peripheral ("lower extremity edema/ swelling"), metrorrhagia ("I also have spotting in between periods until a few years ago it didn't stop for over a month"), uterine cyst (" I did have a uterine cyst in 2015"), coital bleeding ("I have spotting sometimes after sex") and pelvic pain ("sharp pain on my right side"). The patient was treated with surgery (endometrial ablation and removal of polyp). At the time of the report, the vaginal haemorrhage, uterine polyp, oedema peripheral, metrorrhagia, uterine cyst, coital bleeding and pelvic pain outcome was unknown. The reporter considered coital bleeding, metrorrhagia, oedema peripheral, pelvic pain, uterine cyst, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: polyps on uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093031) on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of vaginal haemorrhage ('I also have spotting in between periods until a few years ago it didn't stop for over a month') and uterine polyp ('polyps were found on my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), furosemide (lasix) and sertraline. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), oedema peripheral ("lower extremity edema/ swelling"), metrorrhagia ("I also have spotting in between periods until a few years ago it didn't stop for over a month"), uterine cyst (" I did have a uterine cyst in 2015"), coital bleeding ("I have spotting sometimes after sex") and pelvic pain ("sharp pain on my right side"). The patient was treated with surgery (endometrial ablation and removal of polyp). At the time of the report, the vaginal haemorrhage, uterine polyp, oedema peripheral, metrorrhagia, uterine cyst, coital bleeding and pelvic pain outcome was unknown. The reporter considered coital bleeding, metrorrhagia, oedema peripheral, pelvic pain, uterine cyst, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: polyps on uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.